Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button was greyed out. A technical support specialist (tss) remoted in and restarted the application and customer was able to access the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to issue morphine sul inj 10mg/ml, as the issue button was greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.